Event description:
It was reported the patient (B)(6) suffered a fall and since that time stimulation has not worked properly. Surgical intervention was undertaken to explant and replace the patient's lead. Effective therapy relief was recaptured following the procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.